Manufacturer narrative:
Lot number of the device provided by the complainant is not a valid biozorb lot number; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 59 year-old patient was implanted on (B)(6) 2018 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (b)(6 2025 patient presented with new tenderness and a chronic mass at the left breast level. She noted tenderness with palpation, otherwise does not hurt. A diagnostic mammogram and ultrasound performed on (B)(6) 2020 demonstrated chronic seroma on the left breast. A biopsy of the left breast mass on (B)(6) 2023 found fat necrosis and benign breast tissue. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.